Event description:
The physician reported that during routine cataract surgery, the intraocular lens was noted to have a crack through the center of the optic after insertion. The lens would not open correctly and one haptic caught the posterior capsule and tore it. The iol was cut in half and removed. A vitrectomy was performed and the iol was not replaced. Patient continues to experience corneal edema.

Manufacturer narrative:
The lens was not received by the manufacturer for analysis. The definitive cause of this event remains undeterminable.